Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had act buttons were less responsive, harder to press and sometimes had to press buttons more than once for them to respond. Customer¿s blood glucose level was unknown at the time of incident. Customer also stated that the insulin pump had cracking around battery area. The insulin pump will not be returned for analysis.